Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "rupture, underlying skin rash for 3 years, white blood cells are fighting something," and "very very worried." Physician reported "an MRI scan which confirmed intracapsular rupture of right breast." Affected side is right. The device remains implanted.